Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not advance. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only carton and p&l components received. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Only carton and p&l components received. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).